Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the cannula separated from the trocar as well as blue plastic piece at unknown timing of surgery. The procedure details were unknown. There was no information about patient impact.

Manufacturer narrative:
Correction information was provided in section b.2, h.11. Upon further review of the initial reported event, it was determined that there were no device specific allegations associated with the event for the reported product. Based on current information available this event does not meet reporting criteria as per applicable regulation. No further reports will be submitted under mfg report number 2523835-2025-00552. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in section d.4, the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.